Event description:
It was reported that the patient presented for a follow up in clinic. Device interrogation revealed a device reset alert on the patient's implantable cardiac defibrillator (ICD). Upon clicking on the alert, no additional information was found. Device parameters and functionality seemed normal and unchanged. There were no interventions or patient consequences.